Event description:
Information received from the field notes that during a routine follow-up, loss of ventricular capture was observed when the pacing rate was increased. Capture resumed when the voltage was increased to 5.0 v, .5 ms. The threshold was 2.7 v. Lead impedance was >3000 ohms in both config- urations. The patient was not pacemaker dependent and was usually in sinus rhythm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received